Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The sample was received in used conditions and with its certificate of decontamination. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. Results: no damaged could be detected. Results: when inflating the sample, it was seen that pilot balloon inflate but all the air was stuck it, according to the IFU, the cuff was manipulated and the whole cuff inflated. However, extremely force was needed to inflate the cuff. Teflon was not properly distributed in the cuff, the complaint is confirmed. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. In order to determine the root cause and implement proper corrective actions. The following actions were taken: a corrective action was issued in order to determine the root cause and implement proper corrective actions. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, the cuff was inflating asymmetrically. No patient injury was reported.